Event description:
The user facility reported 86-year-old female noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. Fifteen minutes after the impella cp was placed, the purge pressure (pp) increased into the thousands and the pump flow (pf) was 1.7 milliliters per hour. The patient was successfully weaned with no hemodynamic compromise. The device was explanted and hemostasis was achieved. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.